Manufacturer narrative:
Results - evaluation of user facility information & the returned sample; evaluation of undamaged sections of the returned sample. Conclusion - evaluation of user facility information & the returned sample; evaluation of undamaged sections of the returned sample the involved device was returned & evaluated by qa at the manufacturing facility. Examination of the device confirmed: (1) the urethane coating had been sheared and separated from the core wire from approximately 1107mm to 1145mm from the distal end of the shaft; (2) the coating was then rolled back on itself in the distal direction exposing approximately 38-mm of core wire (3) measurements revealed that the partially detached polyurethane coating had been elongated as it was rolled back; & (4) magnified inspection revealed several areas on the urethane coating that were abraded. Inspection & testing of undamaged sections of the returned sample confirmed that there were no pre-existing defects or anomalies & product performance specifications were met there is no evidence that this event was related to a device defect or malfunction. However, the damage to the guidewire coating is most consistent with being caught against a hard, sharp surface followed by withdrawal against resistance. The potential for such an event is addressed in the warnings / precautions section of the instructions-for-use by statements such as the following: (1) "do not manipulate/withdraw the glidewire through a metal needle/metal dilator. Manipulation and/or withdrawal through a metal needle/metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval"; (2) "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; (3) "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel"; and (4) "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available information has been placed on file at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2012-00065 to provide additional information regarding the results from the evaluation of the returned sample.

Event description:
The user facility reported that a portion of the guidewire was sheared during a lower extremity angiogram procedure. The following information was provided by the user facility: the wire was being used in conjunction with a balkin sheath; during the procedure, the physician noted that a portion of the wire coating "came off" while the device was in the patient; the contact stated that all of the detached material was successfully retrieved; and there was no reported impact to the patient.

Manufacturer narrative:
The reportedly involved device has not been received for evaluation. Therefore, the current investigation was based on the evaluation of user facility information, quality records, and an unused retained sample from the reported lot. Visual inspection of the retained sample from the reported lot confirmed that there were no anomalies or defects. Testing of the unused retention sample confirmed that product performance specifications were met. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. The cause for the reported event cannot be determined based upon the currently available information. Although the cause for the reported event cannot be definitively determined based on the available information, there is no current evidence that the reported issue was related to a device defect or malfunction. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements such as the following: "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire."; "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; and "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).